Event description:
It was reported that a customer experienced a no flow during use of a multi-day infusor. The device was filled with 60 ml total of metasedin, midazolan, haloperidol, and normal saline. Drug crystallization was not observed, the device was brought to room temperature, and flow was verified. The device was then connected to the patient using a 22g subcutaneous catheter; however, flow stopped during the infusion, leaving 36 ml within the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 17, 2013 to july 18, 2013. The device was received and an evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing passed successfully as evidence of flow was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.